Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex proximal release esophageal stent was implanted in the esophagus during an esophageal stent placement procedure performed on an unknown date about 3 weeks prior to (B)(6) 2015. According to the complainant, the lesion was not dilated prior to stent placement. No visible issue was noted to the stent system. During the procedure, the stent was able to be deployed without issue. However, following deployment the physician noticed that the stent had failed to expand completely at the top. The procedure was completed with this device. The stent remains implanted and the physician does not plan to remove it. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information was received on august 14, 2015. According to the physician, the stent was not laying as flat as he would like it to but he wasn't concerned enough to remove the stent after placement or follow up with the patient.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex proximal release esophageal stent was implanted in the esophagus during an esophageal stent placement procedure performed on an unknown date about 3 weeks prior to (B)(6) 2015. According to the complainant, the lesion was not dilated prior to stent placement. No visible issue was noted to the stent system. During the procedure, the stent was able to be deployed without issue. However, following deployment the physician noticed that the stent had failed to expand completely at the top. The procedure was completed with this device. The stent remains implanted and the physician does not plan to remove it. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of stent failure to expand. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.